Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Frei, r. Two cases of spinal meningitis linked to intrathecal pump. Interventional pain medicine. 2012. 10:04. Summary: two cases of spinal meningitis after intrathecal drug delivery systems were accessed or refilled have been reported by (B)(6) researchers. The cases were presented at the 2011 annual fall meeting of the american society of regional anesthesia and pain medicine. The report was very important because the first case is the first documented case of direct infection after refill in an intrathecal drug-delivery pump. Reported events: the patient was a (B)(6) male with failed back surgery syndrome. The patient presented to an outside hospital with signs and symptoms consistent with spinal meningitis. Cerebrospinal fluid cultures were positive for serratia marcescens. In addition, cultures of the catheter tip, drug reservoir, and pump pocket also were positive for serratia marcescens. Puncture sites were evident over the area of the pump reservoir and the pump reservoir was empty, although 23 ml of medication should have remained. The patient appeared to have tried to extract the medication from the pump in an unsterile manner. After being treated appropriately for the infection and post-op wound checks, the patient was discharged from the office due to tampering with the pump. The event date, patient identification, product information, actions/interventions taken, and patient outcome were not reported. Fur ther follow-up was being requested to obtain additional information.